Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the patient presented to the operating room for generator replacement procedure. During procedure, intermittent pacing anomaly was observed on the pulse generator. The device was replaced. The patient¿s condition post procedure was stable.